Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed.a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.risk review is not required - the event is not reportable in an eea/great britain country + bsc is not responsible for training + no new hazard was identified.an effective IFU version is not available for this device because the product is no longer manufactured. Consequently, a labeling review was not conducted, as the manual cannot be revised for translation, wording, or graphics.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.